Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that post implantation, the patient experienced extrusion, urinary problems, pain and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is reported that the patient experienced incontinence and prolapse. (B)(4).